Manufacturer narrative:
.

Manufacturer narrative:
The complaint report stated that "2cm of distal tip catheter detached upon flushing." As reported: the catheter had not been resterilized, no anomalies were noted upon removal from the package, the catheter had not kinked in the area of separation. A non-sterile 5fr infiniti diagnostic catheter was received coiled inside a plastic bag; three non-sterile 5fr diagnostic catheters were also received separately. The units were labeled 1 to 4 for analysis purpose. Catheter #1 was received broken and separated in two sections. The separation point was located 0.8cm proximal to the body-tip fuse area. The edges of both catheter sections presented an oval shape and appeared to have been cut by a sharp object; no signs of elongation were observed. Catheters #2, 3 and 4 presented no damages. The inner and outer diameter of catheter #1 was measured near the separation point; all measurements were within specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter tip separation was confirmed for unit #1. The body-tip fuse area was undamaged. Although the exact cause of the separation could not be conclusively determined, the catheter appeared to have been cut by a sharp object and presented no sign of elongation. The rest of the catheters presented no damages. Controls are in place to prevent damaged units from leaving the facility. No corrective action will be taken at this time, given that there is no indication that this is related to the manufacturing process.

Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
A 2cm of distal tip catheter detached upon flushing. There were no anomalies noted prior to use and the device did not kink at the area of seperation.